Manufacturer narrative:
Based on the available case information provided by the surgeon, the reported event was likely due to an infectious process. Results are non-sporeforming and categorized as vegetative bacteria and are suspectable to the orthadapt proprietary sterilization process. Thus, any vegetative bacteria microorganisms present during the orthadapt manufacturing process would not survive the sterilization process. Therefore, it is highly unlikely that the infection could have come from the implant. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Patient experienced erythema and tenderness approximately 16 days post achilles tendon repair with orthadapt augmentation. Approximately 50 days post-repair drainage was noted at the incision site (erythema still present). The graft was explanted 63 days post repair; at that time, the surgeon noted a small section of detached graft, an abscess and slight necrotic subcutaneous tissue at the repair site.